Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead recently exhibited high thresholds, high and varying pacing impedances, noise, short v-v¿s (ventricle ¿ ventricle), and oversensing. A possible lead fracture was suspected. The rv lead was reprogrammed as the patient was being sent to see an ep (electrophysiologist). Five days later the pace/sense portion of the rv lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.